Event description:
The customer contacted physio-control to report that during a recent patient event their device intermittently showed dashed lines, instead of the patient's heart rhythm, when attempting to obtain the patient's ECG via paddles lead ECG using 3rd party (conmed) therapy electrodes.no further details about the patient, or the event, were provided by the customer.

Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio confirmed that the customer uses 3rd party (conmed) therapy electrodes with their devices. Physio further confirmed that the 3rd party therapy electrodes used during the event were disposed of by the customer and therefore not available to physio for examination. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio examined the two (2) electronic patient records from the event and observed that there were delays of 11 seconds at the beginning of the first record and then 2 minutes and 55 seconds at the beginning of the second record where the dashed lines were present; however, there was no clear indication as to why this occurred. There were also no other occurrences of dashed lines in either record. Physio-control has made numerous attempts to contact the customer regarding the reported issue, but no response appears to be forthcoming. The cause of the reported issue could not be determined.